Event description:
It was reported that the patient was seen in the clinic for this left ventricular (lv) lead evaluation. It was noted that the threshold values were at 2.2 v and the output was programmed to 5.0 v @ 1.0 ms to provide a safety margin however the left ventricular auto threshold (lvat) test was now showing the threshold to be right at the programmed output. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was intermittent loss of capture (loc) on this lv lead. The plan was to have the patient come back to clinic for further evaluation. This lv lead remains in service. No adverse patient effects were reported.